Event description:
Customer reported the dpm 6 monitor did not obtain non invasive blood pressure readings and felt the resulting this delay represented a pt safety issue. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit was unable to confirm the reported malfunction. The mpm module was replaced at the request of the customer.